Event description:
Attending provider attempted vacuum delivery; applied 2 kiwi vaccums that both lost suction. Third vacuum applied and worked well for delivery. (B)(4). FDA safety report ID# (B)(4).